Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent dislodgement occurred. The 4.0x28mm liberte bare stent was advanced to the right coronary ostium. The physician attempted to deploy the stent; however, the stent would not release despite the physician's attempts to deploy the stent at a high pressure. The physician withdrew the device from the pt and discovered that the stent had moved on the balloon. The procedure was successfully completed with another of the same device with no pt complications reported. The pt's current condition is listed as "stable". Additional info was requested, but is not available.